Event description:
On (B)(6) 2009, a monarc sling was implanted to treat stress urinary incontinence. It was alleged that it caused, "her to incur and sustain injuries, including foul smelling discharge, painful intercourse with her husband," and continued incontinence. It was also alleged that the patient has been, "injured, both internally and externally;" and "that she sustained severe shock and damage to her nervous system and other systems of her body suffered severe and permanent injuries; that she suffered acute and prolonged physical and mental pain and suffering;" and that she had related expenses.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.